Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a white/black screen with no image, an e216 scope communication error, white residue in the auxiliary channel, in the air/water channel, and in the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the error code is due to fluid invasion in the scope connector. The most probable cause of the of the reported issue is traced to an expected or random component failure without any design or manufacturing issue, due to leakage/seal problems caused by inadequate/broken seal within the device. A sample was not obtained of the foreign material for testing. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.